Manufacturer narrative:
The investigation of the event took place without the return of any product. The only analysis done was that of the data logs, as well as a review in-house of the echo images shared by the team at the hospital. The investigation data points were also supplemented by conversations with the physician and the field representative. The data logs were analyzed and showed normal flows. The 5.0 pump was operating well. It is believed that bad positioning and atrial tachycardia led to the ingestion of a mitral chordae and eventual damage to it. This trauma most likely led to the need for a replacement of the mitral valve from mitral regurgitation. The sustained bad positioning was known to the physician and most likely led to the damage which caused the observed aortic insufficiency. This positioning was observed via echo and the poor position (at a noted 1cm below the av annulus) was not rectified for several days. The patient was in poor condition throughout the majority of the case. A full review of the device used would be needed to confirm conclusively if the impella 5.0 was the sole cause of the reported damage. This investigation is not possible as the product was discarded. The root cause of the damaged mitral and aortic valves was deemed to be bad positioning of the inlet at the annulus exacerbated by pre-existing conditions of atrial tachycardia and frail mitral valve leaflets. The failure mode will continue to be monitored and tracked but, no corrective action is recommended as this is the first occurrence of this failure. (B)(4).

Event description:
A (B)(6) male patient was transferred to (B)(6) for heart failure management from an outlying hospital on (B)(6) 2016. The patient had a surgical axillary implant of the impella 5.0 and was monitored for concurrent liver and kidney failure. The patient was receiving dialysis and the liver and kidneys were seen to be shutting down. The patient was unable to be weaned from the 5.0 on day 9 of support even though a wean attempt was made. The 5.0 pump was left in and a plan for possible afib ablation was discussed due to the patient having atrial tachycardia. Heart rates were mentioned to be in the 140's beats/minute. Patient continued to decompensate and need respiratory support. During these days of decompensation, the team did repeated echocardiography (echo) studies. On day 26 of support the mitral valve cordae was seen to be damaged on echo. The decision was made to wean and explant the impella 5.0 and repair the mitral valve. While in the surgical suite, the 5.0 appeared to be positioned with the inlet cage of the pump right under the aortic valve and it was probable that the pigtail was stuck in the mirtral valve leaflets with ensuing mitral regurgitation. While in the operating suite the team also chose to replace the aortic valve as well. Aortic insufficiency was observed upon explant of the 5.0 pump. Upon review of the echo films, dating back to (B)(6) 2016, the inlet cage of the 5.0 pump had been roughly 1 cm below the aortic annulus the entire time. Training and the IFU state proper positioning as follows: "for optimal positioning of the impella® 5.0 catheter, the inlet area of the catheter should be about 4 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve". Upon the double valve replacement, the patient was stable and without any further harm or injury.